Event description:
As reported by edwards field clinical specialist, approximately 2 years and 3 months post implant of a 29mm sapien 3 valve in the aortic position, an echo (tee) revealed a well seated, sapien 3 tavr with increased gradient and mild-moderate valvular aortic regurgitation with mild concentric left ventricular wall thickening with normal cavity size and regional/global biventricular systolic function. At this time, there is no report of intervention. There is a tentative plan for a valve-in-valve with a tavr pending dental work and other testing. As reported, the aortic sinus diameter is normal for gender with a poorly visualized ascending aorta. The aortic arch is poorly visualized. A sapien 3 aortic valve bioprosthesis is present. The prosthesis is well seated with high gradient. The effective orifice area index is severely reduced (less than 0.65 cm2/m2). There is a valvular jet of mild to moderate [1-2+] aortic regurgitation. A well seated, sapien 3 tavr with increased gradient and mild-moderate valvular aortic regurgitation, mild concentric left ventricular wall thickening with normal cavity size and regional/global biventricular systolic function.

Manufacturer narrative:
The investigation is ongoing.the valve remains implanted in patient.

Manufacturer narrative:
Update to h6 (type of investigation, investigation findings, and investigation conclusions) and h10 to reflect engineering investigation. The 29mm sapien 3 valve was not returned to edwards lifesciences for evaluation as it remains implanted in the patient. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. No imaging was provided. A device history record review was performed and did not reveal any manufacturing non-conformances that would have contributed to the event. The commander delivery system with s3/s3u IFU was reviewed for instructions and guidance. Potential adverse events are valve stenosis, paravalvular or transvalvular regurgitation. There was no IFU or training deficiencies identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for stenosis and central regurgitation were unable to be confirmed due to unavailability of medical record/pertinent imagery. A review of DHR provided no indication that a manufacturing nonconformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien s3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect contributed to the event. As reported, 'approximately 2 years and 3 months post implant of a 29mm sapien 3 valve in the aortic position, an echo (tee) revealed a well seated, sapien 3 tavr with increased gradient and mild-moderate valvular aortic regurgitation with mild concentric left ventricular wall thickening with normal cavity size and regional/global biventricular systolic function.' Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Valve stenosis may result in symptoms such as shortness of breath and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. It may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including, but not limited to, malposition of the valve, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, a severely elliptical annulus shape, valve under-sizing. In this case, patient had stenosis (patient factors), which likely had an impact on proper leaflet function (e.g narrowing of effective valve area can interfere with proper coaptation), resulting in central regurgitation. In this case, due to limited information, a conclusive root cause was unable to be determined at this time. However, the event could be related to patient factors. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No manufacturing non-conformances were identified during the evaluation. No labeling, training, or IFU deficiencies were identified. Therefore, no corrective and preventative action nor pra is required at this time.

Manufacturer narrative:
A supplemental MDR is being submitted based on additional information provided regarding patient status. The section h10 (provide narrative/data) has been updated. The investigation is ongoing. A 29mm sapien 3 valve was successfully deployed in the aortic position.